Manufacturer narrative:
A service visit has been performed and a sample has been received. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received to date. (B)(4). This report was mailed to FDA on: july 23, 2014. (B)(4).

Event description:
A pharmacist reported that during surgery a system message was displayed and micro reflux was not available. The system stopped priming and over pressure was not available. There was a delay in the care of the patient. Additional information was provided by the surgeon who clarified that micro reflux with the vitrectomy probe. Surgery was completed but prolongated 20 to 30 minutes. Surgeon mentioned that two patients were involved, with no way to know which patient was concerned. Additional information has been requested but not received to date. This is one of two medical device reports being filed for this facility.